Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a deviation between the stylus and the cursor regardless of calibration attempts and it was noted that a stylus calibration did not resolve the issue and that the touch screen needed to be replaced. It was additionally noted that software errors were found in the update history. The touch screen was replaced and calibrated and new software was installed. The device then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was experiencing a recurring issue of a deviation between the stylus and the cursor, regardless of attempted calibration. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.